Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, complete heart block was reported and required dual chamber pacing. Rhythm did not return to normal sinus rhythm and a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
From the additional information received on report 2025587-2018-00956. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.